Event description:
It was reported that the patient was experienced high blood glucose levels on 24 may 2026 due to bent cannula. The patient was treated with pump. The infusion set was in use for twelve hours.

Manufacturer narrative:
E1: patient city: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: california post office or zip code: 91325 based on the available information, this event is deemed to be a serious injury. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.